Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a missing grommet and set screw. (B)(4).

Event description:
It was reported that during implant, the atrial lead became "stuck" in the atrial port of the implantable pulse generator (ipg) during rotation and could not be removed. It was noted the setscrew on the ipg could not be located and the atrial lead was unable to be detached from the device. The lead was extracted and the device and lead were replaced. No patient complications have been reported as a result of this event.